Event description:
Biomed at one of the user facilities, reported a user interface module (uim) that has "locked up black intermittently". This event occurred during performance checks. No pt involvement.

Manufacturer narrative:
(B)(4). Carefusion tech support shipped a replacement user interface module (uim) to the customer. A returned goods authorization (rga) number was also issued for the return of the alleged faulty user interface module for eval. The alleged user interface module was received on (B)(6) 2015, adn is awaiting eval.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim. The uim was powered on and was unable to reproduce a blank screen issue as reported. The power was cycled a total of 10 times and was still unable to duplicate a blank screen. The covers were removed and the lcd flat cable was physically manipulated while the assembly was cycling and was then able to induce the reported issue. This issue is addressed in an internal correction.